Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: received one speedband superview super 7 device with the velcro strap and ligator head for analysis. The crimp was present on the trip wire. A visual examination of the ligator head found six bands present. Some bands were moved out of their position and caught under other bands. It was noticed that the ligator head teeth were bent. The suture was intact and attached to the trip wire loop. The trip wire was partially rolled in the handle and was secured in the handle assembly when received. Further examination of the trip wire found bent in several locations and was cut with a sharp tool, the cut ends were inspected in magnified visual system. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Also the trip wire appears to had been cut with a sharp tool and this condition is not considered as an issue of the device. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.